Event description:
It was reported that unstable rotational speed occurred. A rotapro 1.50mm atherectomy catheter was selected to treat a 90% stenosed, mildly tortuous and severely calcified left anterior descending artery. Rotational speed was set to 165k rpm. The a rotapro 1.50mm atherectomy catheter advanced into the patient and observed speed was 185k rpm. The rotapro 1.50mm atherectomy catheter was used successfully to complete the procedure. No patient complications were reported.